Manufacturer narrative:
The rigid screwdriver attachment has stripped, due to wear and tear. Examination of the returned device confirms the report. The functional end is stripped; the hex is rounded and the material has been pushed towards the edge of the device. The device was sent to distribution in july 2004 and is now over 11 years old. The root cause is wear out. Corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The rigid screwdriver attachment has stripped, due to wear and tear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.